Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during preparation for a pulse field ablation procedure the faradrive sheath was selected for use. It was noted that the valve of the faradrive sheath was leaking causing air to be able to be pulled into the device during aspiration. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during preparation for a pulse field ablation procedure the faradrive sheath was selected for use. It was noted that the valve of the faradrive sheath was leaking causing air to be able to be pulled into the device during aspiration. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.